Manufacturer narrative:
D4 and h4 have been updated with additional lot information. Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Actual discrepant results were not identified after reviewing the reported sids from server result log. Results were negative on the first run. There is no false positive discrepant result when the first test result was negative. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit master lot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 521857. Complaint history review: a lot specific complaint history review (chr) was performed to identify any related complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857. The complaint history review identified four additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive result reported on their alinity m sars-cov-2 assay. A school administrator reported to the customer that there has been some false positive results for the patients due to testing negative (unknown platform) after the initial positive test. The specimens were in transit 1 day only, there was no pooling, and they were no longer then 4 hours on the instrument. Retesting of the specimen was unknown. Customer stated that information regarding patient management was not available at that time. This false positive event occurred on 4 alinity m systems. Therefore additional reports will be submitted under 3005248192-2021-00328, 3005248192-2021-00329, and 3005248192-2021-00331 to address the additional instruments regarding this event.